Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported being hospitalized due to low blood glucose and her blood glucose was out of control. Troubleshooting was performed. The caller stated that the insulin pump was exposed to a high magnetic field while staying at the hospital. Ran the displacement test and the test failed twice. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.